Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that implantable pulse generator (ipg) would not pace and could not be interrogated due to a depleted battery. It was also reported that the right ventricular (rv) lead exhibited high thresholds and low impedance when measured via an analyzer. The ipg was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.